Manufacturer narrative:
One device was received for evaluation. No previous device service was identified. The reported issue was confirmed during visual inspection as the downstream occlusion (dso) seal was found to be detached. The dso seal was replaced. A performance verification test was performed. The device then passed all tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement.